Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "sore around the pacemaker" and it "feels like it's working harder". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.